Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. The patient stated that the patient line was full of air. The technical service representative (tsr) asked if the patient line was fully primed, or if the patient line was clamped during priming, but the patient did not know. The troubleshooting could not determine an exact cause of this event. The tsr advised the patient to start over with all new supplies and assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.